Manufacturer narrative:
Marquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During installation of the heart-lung machine, an error message on a pump module indicated problems related to the emergency stop relay. By replacing the motor control board the problem was solved.